Manufacturer narrative:
Device monitored for several days and no blank display noted. However, device received with motor error alarmed during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test due to motor error alarms. Also, moisture damage at electronic assembly and damage motor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 450 mg/dl. Customer stated that the insulin pump would not turn on. Customer stated that insulin pump has been exposed to moisture. Customer stated that wife got a motor error last night around 10 pm, stated that she tried to change out the insulin pump and found that the insulin leaked in the insulin pump. Customer stated that the insulin pump wouldn't take a battery. Customer stated that she dried out the insulin pump overnight and tried to insert a battery this morning, stated that the screen came on momentarily but then went off and was not able to get it to come back on. Customer was able to treat with the insulin pump, but then during the night when the motor error occurred was not able to use the insulin pump and treated with a manual injection. Customer stated that blood glucose next morning was 350 mg/dl and treated with a manual injection. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. Customer stated that insulin pump was stuck in a loop and customer may not be able to return with the battery intact. Customer was able to put another battery in the insulin pump and it alarmed motor error again. Customer tried to rewind the insulin pump, but alarmed motor error again. Customer declined to troubleshooting insulin pump for high blood glucose. The insulin pump will be returned for analysis.